Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure. Customer's blood glucose level was 129 mg/dl at the time of incident. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that insulin pump did not pass self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.